Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during vats, right upper lobectomy procedure, the surgeon tried to transect lobar bronchus after doing lobar artery and vein. When he pushed the blue button to fire staples, the I-beam got stuck at the beginning phase of firing. At the same time, the blinking blue light showed on the status indication window. And then, he pushed the blue button again to fire them, the I-beam did not move at all. And then, he ordered to replace the abnormal reloads with new one, and then, he could succeed in transecting the lobar bronchus with new stapler. There was no damage to patient at all.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was failure of the instrument to fire during a vats lobectomy procedure. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was confirmed. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No product enhancement was generated for the reported condition.